Event description:
Frequent failure of dexcom g7 sensors. Frequent spurious warning "brief sensor issue" with instructions to wait up to 3 hours for sensor to reset. This alert often occurs every hour, interrupting the patient's sleep. Finally after several days of this, the alert is "sensor failure" and "start new sensor." The alerts also suggest that patient use an ordinary blood glucose meter in the interim. Unfortunately, patient was misled into thinking he wouldn't need his old meter, so he recycled it.